Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was the needle being used on? Can you provide the product code / suture name / lot number used? Did the needle separate from the suture? Did the needle break during use? How was the needle being held during use? What tissue was the half of needle retained in? Were the needle pieces removed from the patient? What is the date of the second procedure to remove the needle? Do you have the needle to return for evaluation? What are the patient age, gender, weight, medical history? What is the current condition of the patient? I don¿t have the lot or code. Needle broke during use. Needle was broken in half w no suture on it.

Event description:
It was reported that a patient underwent total knee procedure on (B)(6) 2018 and suture was used. The needle broke during use. The patient required an additional procedure to remove the needle half. The current status of the patient is unknown. Additional information has been requested.